Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was electively explanted two weeks after implant. The patient alleged inappropriate shocks and wanted the system explanted. An x-ray was performed on the right ventricular (rv) lead and the physician suspected the lead was dislodged however, the boston scientific representative did not see it. The ICD and rv lead will be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Patient code 3191 captures the surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was electively explanted two weeks after implant. The patient alleged inappropriate shocks and wanted the system explanted. An x-ray was performed on the right ventricular (rv) lead and the physician suspected the lead was dislodged however, the boston scientific representative did not see it. The ICD and rv lead will be returned for product analysis. No additional adverse patient effects were reported.